Manufacturer narrative:
G5:510(k)#: k102985. B4:02sep2021. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The fse replaced the front bezel. The device passed performance verification testing. Following the repair, the device was placed back into service. The touchscreen can be used to make adjustments to the settings, and device was completely functional. Part was not received for evaluation. It was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Event description:
It was reported to philips that the device had a navigational ring failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.